Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the analysis found that the psee60a device was received in good visual condition and with an ecr60g cartridge reload present. The returned reload was received fully fired and with the cartridge pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a bariatric sleeve procedure, the cartridge was fired one time and it was fired successfully. They tried to fire it again, then suddenly part of the cartridge was stuck on the gun. Part of the cartridge is still in the gun. Another like device was used to complete the procedure. There was a delay of three minutes. There were no adverse consequences for the patient reported.